Event description:
It was reported that the patient complained of a thumping sensation in their left rib cage. It was found that the patient was experiencing diaphragmatic stimulation due to their left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2012. (B)(4).